Event description:
A report was received that a patient will undergo a pocket revision procedure. The patient's pocket will be relocated due to pocket discomfort, as the patient has lost some weight and the pocket site is now sensitive. The pocket revision is scheduled to occur at a later date.